Event description:
During an unrelated procedure, oversensing of noise and loss of pacing were observed on the device. No intervention was performed. The patient was stable and there were no adverse consequences.